Event description:
A surgeon reported that during the injection of silicone oil into the eye, there was an explosion at the vfc (viscous fluid control) syringe. This pushed the trocar cannula into the eye, creating a scleral wound approx five (5) millimeters in the sclera. The trocar cannula was retrieved and the wound was closed with a suture. The surgeon reports that the pt's symptoms are improving. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; tis is the first complaint reported for this issue. As the customer did not retain the lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. (B)(4).